Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 1 month after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Abnormal sensation around the implant placement area was reported during the implant removal surgery. The patient has since recovered.